Manufacturer narrative:
Thermogard xp ivtm system (B)(4) was serviced by the customer over the phone, talking to a zoll field service engineer. The customer reported complaint for the thermogard displaying error message error message mid: 14 (bg power supply) was confirmed. The customer moved the voltage over to the correct position to remedy the fault and no further action was required. The console is working as intended for use. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for thermogard xp ivtm system (B)(4).

Event description:
As reported, the thermogard ivtm system (B)(4) was displaying error message mid:14 (bg power supply). No known impact or consequences to the patient was reported. No additional information was provided.